Event description:
Potential for infection. Ge healthcare qwik connect plus. Fetal scalp electrode cable #1(B)(4). Unable to clean inside the electrode connector port between pt use. The device has a closed system in which the fetal scalp electrode is connected into once placed on the pt. During the course of labor, amniotic fluid and blood can enter the device increasing the risk for infection, pt safety and product failure.